Manufacturer narrative:
Device received no button response due to corroded keypad traces. No button error alarm. Unable to verify low battery alarm due to no button response. Unable to perform operating currents due to no button response. Unable to perform basic occlusion, occlusion, prime/a33 and no delivery test due to no button response. Device received with minor scratched display window. Device received with cracked battery tube threads. Device received with broken reservoir tube lip.

Event description:
Customer reported via phone call that the act button was not responsive even after replacing the battery. Customer's blood glucose was 44 mg/dl. Customer treated low blood glucose with orange juice and food. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.